Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with metal part of hub broke off. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8187553; the lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related (B)(4) (illegible print) was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 20 ga unit with an opened package from the lot number 8187553. The unit consisted of the catheter adapter/extension set assembly. The needle set assembly was not returned for evaluation. A very small amount of bodily fluids in the catheter tubing. The extension tubing was separated from the clear port of the catheter adapter. No adhesive was found on the extension tubing or around or in the clear port of the catheter adapter the defect catheter defective/damaged was not confirmed. The complaint was confirmed for separation inserter from tubing. This defect was created at the zone 8 adhesive dispense station after the station redesign. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location (see protocols 19217 and 19223). Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned (see change (B)(4)). A CAPA will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system with dual port there was an issue with metal part of hub broke off. There was no report of injury or medical intervention.